Manufacturer narrative:
Batch review performed on 13 june 2024: lot 2107485: (B)(4) items manufactured and released on 21-sep-2021. Expiration date: 2026-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved: batch review performed on 13 june 2024: liner: mpact 01.32.3241hc10a face-changing 10° pe hc liner ø32/d (k183582) lot 2247614: (B)(4) items manufactured and released on 10-feb-2023. Expiration date: 2028-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 10 days after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.